Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it displayed a bd error during an elective replacement check up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device has been explanted and a new device has been implanted. No adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed and it identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation, which has been accounted for during product risk analysis to support acceptable risk benefit for the product. The complaint device was not returned to bsc, so product analysis could not be performed, product record reviews did not identify a product quality issue or new patient harm and analysis of available information did not identify a specific complaint cause. The "cause not established" conclusion code was selected because the reason for the alleged observation(s) could not be determined. Correction to field h6: impact codes.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it displayed a bd error during an elective replacement check up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device has been explanted and a new device has been implanted. No adverse patient effects were reported.

Manufacturer narrative:
Amendment. Corrected fields: h6 device codes.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it displayed a bd error during an elective replacement check up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device has been explanted and a new device has been implanted. No adverse patient effects were reported. A review of the device history record (DHR) was performed and it identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation, which has been accounted for during product risk analysis to support acceptable risk benefit for the product. The complaint device was not returned to bsc, so product analysis could not be performed, product record reviews did not identify a product quality issue or new patient harm and analysis of available information did not identify a specific complaint cause. The "cause not established" conclusion code was selected because the reason for the alleged observation(s) could not be determined.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it displayed a bd error during an elective replacement check up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is evidence to suggest a device replacement procedure has been scheduled at this time but a specific date was not reported. No adverse patient effects were reported.